Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high impedance and loss of capture and the warning was triggered. It was noted that the implantable pulse generator (ipg) setscrew was suspected. During the lead revision the fracture of the lead was observed and the suture holes of the two attempted leads were cut when trying to suture them on to the heart. The two leads were never implanted, fractured lead was inactivated and a new lead was implanted. Ipg was explanted and replaced. No patient complications have been reported as a result of this event.